Manufacturer narrative:
Retainer = black. Customer returned insulin pump for alleged pump error 3 alarm found on (B)(6) 2021. Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 3 alarm noted during testing and a review of the history file shows on (B)(6) 2021 at 22:35 pump error 3 and pump error 4 (line number: (B)(4), file number: (B)(4) alarms occurred, per r&d engineering, this is a possible hardware fault, fault isolated to the hardware. Device was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 3 and pump error 4 alarms are confirmed, fault isolated to the hardware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned pump for alleged pump error 3 alarm found on (B)(6) 2021. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace and history files using thus. No pump error 3 alarm noted during testing and a review of the history file shows on 11/2/2021 at 22:35 pump error 3 and pump error 4 (line number 2727 file number 3222) alarms occurred, per r&d engineering, this is a possible hardware fault, fault isolated to the hardware. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor noted. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Pump error 3 and pump error 4 alarms are confirmed, fault isolated to the hardware. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. The customer¿s blood glucose level was above 600 mg/dl. It was unknown whether the customer was using auto mode at the time of incident or not. Customer declined to troubleshoot for high blood glucose. The customer also stated that the insulin pump had insulin pump error alarm. The customer was able to clear the pump error alarm but had not received the insulin pump rewind request. The insulin pump will be returned for analysis.